Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication. The motor stalled was confirmed with no recovery in the logs. During destructive analysis the technician found significant residue on the upper shaft of the rotor magnet. And also found some residue on the jewel where the upper shaft of the rotor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted due to a motor stall that did not recover. It was noted that the patient had been hospitalized because of the risk of potential baclofen withdrawal, though only underdose symptoms had been reported. At the time of report, the patient was taking oral baclofen and there was no patient injury or adverse event. It was reported that there was no identified electromagnetic interference source involved in the event. The drug used in this system was lioresal. Two weeks later, it was reported that the pump logs did not confirm a motor stall. The motor stopped due to a stop command, but the motor was never restarted. It was stated that based on the logs, nothing looked to be wrong with the pump. Another report that day stated that the pump was in safety mode when it was interrogated and the stall was noted on the screen of the programmer. It was reported that a critical alarm was heard, so the pump had been stalled for more than 48 hours by the time the patient made it to the hospital. It was stated that the stall was not visible in the pump logs because, the logs only hold a limited number of lines, most of which had been used to show the attempts to get the pump to manually restart. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available. Refer to manufacturer report #3004209178-2013-00701. The event was previously reported as taking place in (B)(6), but actually took place in (B)(6).